Event description:
The company was informed that the pt's device was explanted for medical reasons. The device was functioning normally. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more info; once more info is available, a supplement report will be submitted.